Manufacturer narrative:
Pump received with broken reservoir tube lip, cracked battery tube threads, cracked case from display window corner, cracked case, cracked case from reservoir tube window corners, cracked reservoir tube window and missing end cap sticker. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that there was damage to the insulin pump. It was stated that there were cracks on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.